Manufacturer narrative:
This complaint is related to MDR #1828100-2013-00339 and #1828100-2013-00360.

Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, valve 3 was not working properly on the heater cooler. It was allowing water to flow over ice bank when the test loop was clamped off. Since the event occurred during preventative maintenance, there was no pt involvement.